Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the port was leaking at the valve, the port also made "trumpeting" sound when instrument removed. Leaking occurred during instrument exchanges, abdominal pressure 11-13mmhg volume 4-6 litre min, flow rate 0-6l instruments used 5mm ultrasonic and 5mm instruments. They continued to use the same port. There were no adverse consequences for the patient.